Event description:
It was reported that the motor functions were locked out. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
CPR reset mechanism out of adjustment.